Event description:
Account reports they experienced a leak in the secondary set on 8/02 under the roller clamp. States the set had been primed and refrigerated appoximately one week prior to use. No pt injury reported, but chemo spill occurred.